Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #:2134265-2013-00286 and 2134265-2013-00287. It was reported that during an unspecified procedure motor drive pullback was stopped. The target lesion was located in an unspecified vessel. During pullback, the motor drive displayed an error message and pullback was stopped. The event occurred outside of the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluation: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality and the unit met specifications. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MFR #:2134265-2013-00286 and 2134265-2013-00287. It was reported that during an unspecified procedure motor drive pullback was stopped. The target lesion was located in an unspecified vessel. During pullback, the motor drive displayed an error message and pullback was stopped. The event occurred outside of the patient. No patient complications were reported.